Manufacturer narrative:
Patient involvement is unknown.

Event description:
The customer reported that a ventilator's nav-ring was defective. Patient involvement is unknown.

Manufacturer narrative:
B4:31jul2021. The customer reported that a ventilator's navigation ring was found to be defective during preventative maintenance.. The device was evaluated by the customer who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. The fse replaced the front bezel to address the navigation ring issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported. No part was returned for failure analysis. Previous investigations have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.